Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the pocket site was moved. The issue has since been deemed resolved.